Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm during the rewind process. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the battery compartment was noted to be cracked. Also unrelated to the original complaint, the ok keypad button was noted to be under responsive due to a damaged button contact under the keypad cover.